Event description:
Pt's aortic morphology was characterized by an irregular shape. The aortic neck was bulbous in appearance. The main body graft was introduced via the pt's right side. During the deployment of the contralateral iliac leg graft, the device was placed too high within the limb, overlapping at the junction by one and a half stents. To support the extended portion of graft material above the bifurcated area of the main body graft, an iliac leg extension was placed in the ipsilateral limb, extending inside the main body at a level equal to that of the contralateral leg graft. The pt ipsilateral iliac leg graft was then deployed landing in the common iliac. The sealing stents and junction points were then molded into place and a post angiogram was performed. A small type I proximal endoleak was viewed. The sealing stent was re-ballooned with the completion angiogram still detecting a persistent proximal endoleak. The main body stent appeared to be wedged in the bulge of the aortic neck. Physician concluded the procedure, scheduling a follow-up angiogram at a later date. Pt will be monitored.